Event description:
It was reported that during a balloon assisted coil embolization the physician could not deflate the balloon; therefore, the guidewire was retracted to deflate the balloon. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition post unpacking and preparation. The device was prepared as per directions for use (dfu), no issues were noted during inflation or deflation of the balloon at preparation, and no device resistance was experienced during advancement or positioning. Review and analysis of all available information failed to determine the root cause of the anomaly experienced by the end user. Therefore a root cause of undeterminable has been assigned to this event.

Manufacturer narrative:
(B)(4): subject device is not available.

Event description:
It was reported that during a balloon assisted coil embolization the physician could not deflate the balloon; therefore, the guidewire was retracted to deflate the balloon. There was no reported clinical consequence to the patient.